Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery with a 99% stenosis. Pre-dilatation was performed with a 1.5 x 12 mm rx mini trek when the balloon ruptured during the first inflation at 12 atmospheres (atm) for 15 seconds. The device was changed to a 2.0 mm rx trek and a 2.5 mm non-abbott stent was implanted in the lesion. The procedure was completed without issue. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.